Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the customer collected 12 specimen cores with the biopsy needle; however, when it was opened, only 2 cores were present. It is reported that the system was imaging during the procedure. A field engineer was dispatched to assess the device at which time a vacuum test was run and it was confirmed to be within specifications. Additionally, a motor accuracy test was completed. The field engineer verified that the system meets manufacturer specifications. No additional information is currently available.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.